Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-08463 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in sweden. It was reported that patient faced 4 infusion set lin was damaged on (B)(6) 2024. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.